Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was not impacted. Customer confirmed that an alternate method of insulin delivery available.